Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well a infusion set was leak. Customer¿s different blood glucose level was 300 mg/dl or 400 mg/dl, over 400 mg/dl, 398 mg/dl, above 400 mg/dl and 200 mg/dl. Customer¿s current blood glucose level was 292 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with manual injection. Customer was not using auto mode. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for high blood glucose level and leak. The insulin pump will not be returned for analysis and infusion set will be returned for analysis.